Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, the needle was dull, the tubes push off non-patient needle and the rubber does not close back over non-patient needle after tube withdrawal on three (3) devices. No patient impact reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 50 sets of retention samples from bd inventory were evaluated by visual examination and nothing abnormal related to dull needle was found as all samples met specifications. The luer adapters of the retained samples were also checked, and no abnormalities such as damaged rubber sleeves were observed. Additionally, the silicone amount on the retained samples were checked, and a functional test was conducted on retained samples of 8 sets and no kick back, retracting defects or side-piercing were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of needle point dull, tube push off and sleeve side piercing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, the needle was dull, the tubes push off non patient needle and the rubber does not close back over non patient needle after tube withdrawal on three (3) devices. No patient impact reported.